Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 6182953. Medical device expiration date: 12/31/2017. Device manufacture date: 06/30/2016. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for labeling errors with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® k2e 5.4mg plus blood collection tubes had defective barcodes.